Manufacturer narrative:
Inspection: the returned device was examined. Visual inspection revealed the tabs on the tip of the inserter were fractured off. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use or fatigue caused by use over time. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A piece of an inserter fractured off and was found in the wound intra-operatively. It was recovered without incident and another inserter was used to complete the procedure.

Event description:
A piece of an inserter fractured off and was found in the wound intra-operatively. It was recovered without incident and another inserter was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.